Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a normal device replacement procedure, insulation damage was noted on the right ventricular (rv) lead. The rv lead was repaired to resolve the event and the patient was in stable condition.